Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after an interventional coronary procedure. Reportedly, there was resistance advancing the knot pusher. The knot pusher became stuck [difficulty removing] on the suture and the suture snapped. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initial filed report, the following correction was made. It was the suture trimmer that became stuck on the suture, not the knot pusher as previously reported.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was confirmed. The reported failure to advance the knot with the suture trimmer and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.